Manufacturer narrative:
The device was returned, decontaminated and visually inspected for any signs of physical damage. No signs of physical damages were observed on the device. The device was then connected to a working power supply for functional testing. The tls functioned as intended. No failures or defects were noted. While connected to the power supply the wire connection was also examined twice for any possible loose connections. There were no loose wire connections noted. This complaint is unconfirmed and a root cause could not be determined.

Event description:
During a surgical procedure, the doctor noticed that the thermal ligating shears did not function properly. The procedure and anesthesia time were extended for 10 minutes. There was no harm to the patient.